Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that on the weekend they increased the stimulation and it burned but it was better now. Agent asked the caller if they had experienced any symptom improvement after the device was implanted and the caller stated no. The patient stated that they understood that they should always feel a shock in their pelvic area but the agent clarified that it should not be shocking sensation, instead it should be a fluttering or tingling sensation. Agent reviewed stimulation expectations with the caller. Agent attempted to walk the caller through connecting to their implant to make an adjustment but the handset was not charged enough. Agent had the caller charge the handset and attempt to connect to the implant. Patient will callback when the devices are charged. Patient tried increasing stimulation, they said it hurt so they turned it back down to a comfortable level. Additional information was received from the patient on 2024-jul-23. The patient stated that they were getting the burning sensation again.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they got hurt because their houseman did something to their machine on saturday and they got burned in the anus area. Patient said that man put the machine all the way up and when they put it on they got a burning shock and it is still hurting them. Patient is going to the cleveland clinic on friday and they were told to go to the ER. Reviewed option to decrease stimulation. Patient did not have their external devices charged at the time of the call as the houseman stole their charging cords. Agent sent email to repair to replace the stolen charging cords.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.